Event description:
On incident date 2008, at approximately 9 a.m. Patient operative procedure began. At approximately 10 a.m. The anesthesiologist added the heated humidification circuit to provide for patient warming. Used anamed - now westmed - anesthesia controller -model a2002r, - set to 41 degrees f. Case proceeded with no problems with the circuit. At approximately 4 p.m. Operative procedure ended and patient was being transferred to a recovery stretcher. At this time the anesthesia machine was set to psv pro mode with 5l oxygen and 1l air -approximately 80% oxygen. During transfer the anesthesiologist noted a 20cm flame inside the inspiratory side of the circuit as the ventilator delivered a breath. It is unclear how many times this occurred, but immediately upon seeing the flame the anesthesiologist disconnected the westmed tubing and began to bag the patient with portable oxygen. No sign of combustion particulates in endotracheal tube and patient was extubated. No injury to the patient was seen two days post-op. Patient discharged.